Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increased pacing impedance measurements from the remote patient monitoring system. No adverse patient effects were reported as a result of this clinical observation. Approximately 19 months later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.